Event description:
It was reported during a hip fracture procedure, surgeon was using a hammer. The hammer broke between the mallet head and shaft. All broken pieces were retrieved, which was confirmed via x-ray.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. When visually inspected, it is reported that the hammer was received in two parts. The head was detached. Manufacturing eval confirms that instrument corresponds to drawings and processes at the time of manufacture. Investigation ruled invalid. A review of the device history records was performed and showed no complaint related issues.